Event description:
Pt reported obtaining a blood glucose result of 501 mg/dl, while using the suspect device. Based on this result, pt reportedly phoned emergency medical services. Pt indicated that, upon paramedics' arrival (10 minutes later), her blood glucose measured 200 mg/dl, on paramedics' blood glucose monitor. Pt was reportedly treated with intravenous fluids (contents not provided) and was transported to the hosp for additional treatment. Pt noted that no additional treatment was received once she arrived at the hosp. Pt's current condition: feeling ok. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.